Event description:
Mild corrosive debris was noted at the femoral neck trunnion/taper junction. Pursuant to the FDA guidelines for reporting regulatory misconduct, I am submitting this formal complaint to initiate an immediate investigation into an intentional, unlisted, and undocumented off-label human medical experiment. This systemic failure bypasses federal tracking laws at the absolute cost of a once highly active, vibrant, and productive working adult who has been left with severe, debilitating metallosis (ICD code: t56.91xa). Reference: (B)(4).